Manufacturer narrative:
Glooko was unable to investigate and determine the root cause of the reported data discrepancy issue because insufficient information was provided in the report. If any new informaiton is received regarding this issue, a supplemental report will be submitted. No adverse events were reported.

Event description:
It was reported that the patient's settings in the insulet omnipod dash and omnipod 5 pump do not match the setings that were downloaded to glooko reports. The reporter expressed concern that this issue may result in the provider to over or under dose a chilt with insulin. No adverse events were reported.